Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level read as "high." The customer managed the high bg by administering a corrective injection through a multiple daily injection regimen. Reportedly, the customer was using cold insulin in the cartridge and was not removing residual air from the cartridge. The customer was educated on the proper load techniques. The customer replaced the infusion set and cartridge before resuming insulin. The customer did not require assistance from a third party.